Event description:
The reporter stated that the lvp cassette housing is cracked. Further reported that the crack was noted before the infusion began. No patient injury or treatment associated with the event.